Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0yh4n, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reports that the patient had the ins removed on (B)(6) 2020 but reported part of the interstim lead remains in the patient's buttock. Caller read from the note that the hcp brought the battery out and pulled gently with firmness on the lead,¿ tried to pull it out and it broke suddenly. The hcp was not going to dig through her upper buttock to try and find that one small lead so the hcp elected not to explore at the time. Caller wanted to know if patient¿ can have MRI. No further complications were reported.